Manufacturer narrative:
(B)(4). The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination of cup, insert and head was approved by zimmer. One x-ray has been returned without clear date. It shows the bilateral patient pelvis from frontal prospective. The left hip shows a broken non-metal insert which is with high probability the complained cerasul breakage. The inclination angle seems to be around 40° and the antiversion angle arround 30°. Operative report dated (B)(6) 2005: primary implantation of zimmer head, insert and cup implanted with non-zimmer stem due to necrosis. Revision report dated (B)(6) 2015: patient head, insert and cup revised due to ceramic insert. Breakage. No other relevant information available. Review of patient labels received revealed that a stem was used produced from another manufacturer. The device is not at hand for investigation, it was scrapped after explantation by the hospital. In 2006, a design change was introduced as a proactive product improvement in conjunction with the product life cycle management. The product improvement concerned the roughening of the ceramic surface direct towards the pe sandwich to further increase the bonding strength between the two surface. The device of the incident at hand has been manufactured before the product improvement. Possible causes for the reported event according to dfmea: line 15 : fracture/ damage/ loosening of the insert -> due to wrong behavior of the patient line 18 : fracture/ damage of the ceramic inlay -> due to impingement with stem. Line 37 : increased wear, loosening or fracture of components -> due to patient with high body weight comparison to investigation results whether it is possible and justification: line 15 : possible -> it is reported that patient fell. Line 18 : possible -> inclination angle of 40° and high anteversion angle of 30° could have led to impingement with the ceramic insert line 37 : not possible -> patient bmi of 25 is in regular range based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the devices were scrapped after surgery. X-ray and surgical report were received for review. The pt labels received on (B)(6) 2015 showed that a stem was used from another manufacturer. The stem was combined with products of zimmer (B)(4). Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a cerasul alpha insert neutral ll/28 on (B)(6) 2005. Since a fall with snowshoes the pt had been feeling pain for 3 months with functional impairment and a limitation of rom. A revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The case was reassessed and re-investigated regarding the received information for devices used as the stem used is a non- zimmer product. Even though the combined zimmer products (e.g insert-shell, insert-head) were compatible with each other, the zimmer products were used with a non-zimmer device (corail femoral stem). Only combinations approved and published by zimmer should be used (http://www.zimmer.com/content/dam/zimmer-web/documents/en-us/pdf/medical-professionals/support/product-compatibility/hip/product_compatilbility_ceramic_fh_en.pdf) it is the user's responsibility to check and confirm the corresponding compatibility before usage cerasul alpha inserts were introduced in the market in 1999. In 2006, a design change was introduced as a proactive product improvement in conjunction with the product life cycle management. The product improvement concerned the roughening of the ceramic surface direct towards the pe sandwich to further increase the bonding strength between the two surfaces. The device of the incident at hand ((B)(4)) has been manufactured before the product improvement. However, since zimmer products were combined with competitor's device, we take off-label use as the root cause for this complaint. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).